Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the chronic lead had been removed and was not an appropriately shaped lead for the target vessel.

Manufacturer narrative:
Concomitant medical products: unknown crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had post-operatively advanced forward significantly with a significant increase in pacing thresholds. The lead was taken out of service approximately two months later with no replacement. No patient complications have been reported as a result of this event.